Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and dislodgement were noted on the right atrial (ra) lead approximately one week post implant. Intermittent capture and dislodgement were also noted on the right ventricular (rv) lead. The ra lead was explanted and replaced; the rv lead was revised and remains in use. No patient complications have been reported as a result of this event.